Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review. The caster was returned for evaluation, and subsequent testing verified the complaint. Three spokes were broken and the center hub was separated from the wheel. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
The consumer was going up a ramp when the caster allegedly exploded. No serious injury is alleged.